Event description:
Medtronic received information that during use of a fusion cardiotomy/venous reservoir (cvr), the customer reported the holdup in the cardiotomy portion of the reservoir, would hold up 200ml at a time. When on bypass the blood would only come out the upper two thirds portion of the cardiotomy. The device was used to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage/assembly errors. Reason for return was undetermined. Conclusion: complaint not confirmed for a flow or hold up issue in the cardiotomy of the fusion cvr. There were no abnormalities identified with the device upon analysis. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. Potential contributing factors include patient or clinical condition at time of bypass, low heparin protocols or variability in heparin potency causing a faster decline in anti-coagulation than anticipated. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.